Event description:
On or about (B)(6) 2011, a monarc transobtruator sling was placed, along with a corrective procedure for resection of intravaginal exposed mesh from previously implanted mesh devices. Plaintiff's attorney has alleged, "severe complications as a result of exposed vaginal mesh" and that "erosion" resulted in "symptoms of bleeding, dyspareunia (pain during sexual intercourse), symptomatic urinary stress incontinence, symptomatic cystocele and rectocele and pelvic pain." It was also alleged that, "after and as a result of the implantation of the pelvic mesh products, plaintiff suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of their internal bodily tissue," and that "plaintiff has experienced significant mental and physical pain and suffering, has required additional surgery and medical treatment," "sustained permanent injury," "hardening," "chronic pain" and had "other injuries."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.